Event description:
Patient with a subtrochanteric hip fx was implanted with tfn nail, helical blade, and locking screw on (B)(6) 2011. Follow up visit x-rays revealed that the nail had broken at the nail blade junction. Patient returned to the or on (B)(6) 2012 for removal of hardware. At this time, surgeon removed tfn nail, blade, and locking screw. Patient was revised with another nail and blade. Surgeon stated that he felt the patients issue had nothing to do with the hardware, but was more likely caused by the patient's past medical history of osteoporosis and fosamax use. Surgeon also reported that patient presented poor bone quality during the revision. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.